Manufacturer narrative:
Investigation summary: device/batch history record review was previously conducted for pr 423083-451198 cr, with the following results disclosed: lot 8036866; was built and packaged on afa line 12 on 5feb2018 through 11feb2018. DHR review disclosed no indication of the alleged defect as it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the catheter product. All required challenge, set-up and in process samples including (but not limited to) adapter damage/cracked (interior-exterior), damaged component and catheter leak test were performed per specifications. Sap (qn) database review: there were no reject activity findings relevant to the defect associated with the lot number provided for this incident. Observations and testing: received a total of nine 22g bd insyte autoguard IV catheter-blood control units: used unit: 1 unit was a used catheter/adapter assembly only and was received attached to a miscellaneous extension line with syringe. Unused representative units: 8 units were unused representative unit received within sealed packages from lot 8036866, of which all had all components were present and intact and there were no anomalies or damage to the packaging (blister packs). Visual/microscopic: used unit: observed that upon removal of the catheter/adapter from the extension line, the catheter/adapter was not securely attached (loose) upon receipt in the lab. There was no damage to the catheter tubing (i.e. Crimps, holes, kinks, splits, or wrinkles) observed. The wedge, actuator and septum were in the correct position with no visible anomalies or damage. There was no damage to the nose of the adapter or to the outer thread or the end of the adapter (i.e. Crack, grooves, mis-molds, etc.). There was slight damage to the inner rim/inside the end of the adapter (luer). Unused representative units: removed the units from the packaging for evaluation and testing. The wedge, actuator and septum were in the correct position with no visible anomalies or damage. There was no damage to the nose of the adapter or to the outer thread or the end of the adapter or to the inner rim/inside of the adapter (luer) (i.e. Crack, grooves, mis-molds, etc.). Used and unused representative units (9 units) aspiration test was conducted: using red dye/water mix (simulated blood) in a container and an iso standard 10ml syringe; securely attached the syringe to the catheter/adapter assemblies and placing the tip of the catheter into the red dye/water mix; performed aspiration. During and after aspiration; observation was conducted for the presence of air bubbles; which could potentially indicate a path of air entry (i.e. Holes, unsecure connection, etc.). -there were no anomalies or damage, all 9 units demonstrated no presence of air bubbles during aspiration testing. Water/air leak test was conducted: attached the iso standard testing slip luer to the each catheter/adapter and performed the leak test. -leakage was not observed from any area of the units. *note: the damage at the end of the adapter (outer thread) of unit 1 did not inhibit the connections; the connections were successful. -during the leak testing, an assessment of connection compatibility of the returned units was conducted; the connections revealed a secure connection between the iso standard slip luer to the adapter female luer (catheter/adapter). The connections were successful and secure; meeting no resistance. Evaluation of the units provided for this incident revealed that 1 of the 9 units had an area where there was damage to the inner rim at the end of the adapter. Confirmation of the failure of leakage, as stated in the pir, was inconclusive based evaluation and testing of the used unit and representative units provided for this incident. Confirmed the used unit demonstrated damage to the inner rim at the end of the adapter. Confirmed there were secure connections and successful aspiration and leak testing with no failures disclosed. The damage to the inner rim of the adapter was sufficient evidence to confirm or support manufacturing process related issues for the defect reported in the product incident report. This type of damage could result in and unsecure connection in the clinical setting which could result in an open path where air could be introduced or leakage could occur in the clinical setting. This type defect is currently being trended by quality and manufacturing: CAPA 199226 has been initiated to address this type occurrence. This lot was manufactured prior to closure of the CAPA 199226.

Event description:
It was reported that saline leaked from a bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that saline leaked from a bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that saline leaked from a bd insyte autoguard bc shielded IV catheter. There was no report of exposure, injury or medical intervention.